Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) vdd lead exhibited variable thresholds and intermittent loss of capture. The rv vdd lead was explanted and replaced. It was noted that the rv tip and ring electrode were abandoned as the lead broke during extraction. No patient complications have been reported as a result of this event.